Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the right heart failure resolved with sequelae of readmission on (B)(6) 2023. The stop date of the event was reported to be (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure and fluid overload could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the relevant sections of the device history records of (B)(6), showed no deviations from the manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for concerns of right heart failure with symptoms of shortness of breath and weigh gain. They were positive for ascites and reportedly not taking their home diuretic dose. They were started on IV lasix (furosemide), IV diuretics, and milrinone. They were to get right heart catheterization and echocardiogram.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.